Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the breath per minute was found to be fluctuating due to a loose breath per minute potentiometer. An issue with the power board was observed during the evaluation. The device was not repaired. The device was scrapped.